Event description:
It was reported that a malfunction occurred, with the pump displaying a malfunction code that was not resettable. There was no adverse impact to the customer¿s blood glucose level. The customer was advised to use multiple daily injections as a backup therapy to ensure continued insulin delivery. Tandem technical support sent a replacement pump with updated software and provided instructions for returning the malfunctioning pump. The customer understood and acknowledged all provided instructions, including storage mode guidance and the need to return the problematic pump using ups.